Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device revealed a longitudinal tear from the proximal to distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 30-apr-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 4.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed a longitudinal tear on the balloon.